Event description:
During coil embolization with the cavernous carotid fistual (ccf), diffulty was expeienced to rezip when retrieving both coils. These two coils were the same catalog and log number. There was no report of patient injury.

Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.